Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the evaluation it was observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. Additionally, the play of the up and down knob was out of the standard value due to wear of the angle wire. Upon further inspection, it was observed that foreign objects were clogging the nozzle. Due to this clog, the water removability and the air supply volume did not meet the standard value. This finding was due to insufficient cleaning of the scope or handling problem. It was observed that water tightness was lost due to deformation of the up and down knob. It was also observed that the adhesive of the bending section cover had a chip, a crack, and a white-clouded area due to chemical or physical stress. It was observed that the adhesive around the objective lens and around the light guide lens was peeling and had a white-clouded area due to deterioration caused by a handling issue. It was also observed that the plastic distal end had a dent due to handling. It was observed that the electrical connector had corrosion due to water leakage caused by water invasion in the device. It was also observed that the paint on the air and water cylinder was peeled due to deterioration caused by handling. It was observed that the connecting tube had a wrinkle due to chemical stress. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: connecting tube, switch 1, bending section cover and on the protector of the universal cord on the control section side. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to requesting repair. The customer confirmed that the facility does not delay the start of precleaning on the equipment after use. During the precleaning process, the customer does not supply air and water through the nozzle. The customer flushes the air and water nozzle with detergent solution. It was unknown if the customer wipes or brushes the air and water nozzle with a gauze, brush, or sponge. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera colonovideoscope had a reduced angulation. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that foreign objects were in the nozzle, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed however, the foreign material in the nozzle was unable to be further specified. Moreover, no deformation of the nozzle was observed, nor any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The operation manual describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.2 inspection of the endoscope and section 3.6 inspection of the endoscopic system¿ as below: "[inspection of the endoscope] 9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, dents, deformation, or other irregularities. [Inspection of the objective lens cleaning function] inspection of the water feeding function 1. Keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.